Event description:
Per the clinic, the device was explanted on (B)(6), 2011 due to infection and extrusion of the device. Reimplantation is planned but has not taken place at the time of this report (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).